Event description:
Initial result for a pt sodium was 121 mmol/l. When repeated, the result was 131 mmol/l. The incorrect result was not used to guide therapy. The field service representative found that the sodium electrode was malfunctioning and repaired the instrument by replacing the electrode.